Event description:
It was reported that on (B)(6), 2026, the patient underwent orif surgery for femoral trochanteric fracture (31-b-2). During surgery, the surgeon tried to inject cement with the 1mm syringe after the injection cannula was set to the blade length at the preparation of augmentation material, however it did not advance at all due to internal pressure. The surgeon carefully tried the same steps several times but stopped because there was a creaking sound as if the syringe was breaking. The surgeon checked hardening and viscosity of the cement inside the syringe, however there was no problem found. Guide pin was inserted manually to check the fenestrate part, then the guide pin stopped before reaching the fenestrate part. The surgeon used a power tool to carefully advance the pin without drilling a hole, and it reached the tip. The surgeon concluded that the injection line was likely blocked, and there was no escape route inside the blade, causing internal pressure to build up. Because some time had passed, a new product was used, and the cement was injected under pressure. The surgery was completed successfully within thirty minutes delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a2: patient age reported as being in the 90s.